Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a sensor error on the insulin pump. Customer stated that earlier he had a low blood glucose level of 58 mg/dl. Later, customer noticed that the insulin pump suspended, causing him to have a high blood glucose level of 441 mg/dl. At the time of the call, blood glucose level had come down to 427 mg/dl. No further information was provided.